Event description:
It was reported that when an asymptomatic patient presented in clinic for follow up, noise while charging was observed via a stored electrogram for a ventricular tachycardia episode. The rhythm detection was not affected by the noise. Patient will continue to be monitored as normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.